Event description:
A consumer underwent cataract surgery in 2019, but in 2022 the consumer faced significant difficulties with the lens which turned out to be faulty. The consumer was disabled and was in great distress. The lens was explanted in a secondary procedure. Additional information was received. The consumer advised that the lens in the left eye was corrupted 3 years later than the implant operation. The consumer started to see everywhere white and was unable to see with the left eye under the sunlight.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The product was not returned. Not enough information was provided for further investigation. The reporter was the patient who provided the surgical facility information. Company national sales manager provided the information that company intraocular lenses (iols) are not being used in the specified surgical facility. This information was provided to the reporter. At this time, there is no indication that a company lens was involved. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).